Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient's system was being explanted due to a suspected infection and that the patient has multiple health issues. A new system will be implanted at a later date.